Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that there were multiple loss of prime warnings with different cartridges. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 04/14/2015. Device evaluation: the device has been returned and evaluated by product analysis on 04/03/2015 with the following findings: there was an alarm in the pump's black boxfor a loss of prime as a result of a low non-zero force. A 24 hour duration test was successfully completed with no loss of prime warnings being duplicated. The force sensor was found to be out of specification. The force sensor pins were seated and the solder connections were intact. There was no evidence of cracked force sensor traces. The force sensor resistance rating was within specifications.